Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm vticm5_12.6, -9.00/1.0/93, implantable collamer lens got stuck in the plunger while implanting and tore. The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2022 a replacement lens was implanted and the problem resolved.